Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shoring due to over torqued inner coil at the connector region which consistent with procedural damage. The cause of the reported event was due to the over torqued inner coil at the connector region which is consistent with procedural damage.